Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the visual inspection has shown that the impactor is broken at the section between handle and shaft. The article is in a used condition. The impactor head has some dents and marks from frequently hammering. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The received condition agree with the complaint description and the complaint therefore is confirmed. This product was manufactured in march 2006 and is now more than 13 years old. The device was used many times. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance and we therefore assume that a mechanical overload situation led to the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 356.823, lot: 2182325, manufacturing site: bettlach, release to warehouse date: 04.march 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for the right femoral trochanteric fracture with pfna and the impactor for pfna blade in question. When the surgeon inserted a blade with the impactor and locked the blade, the impactor broke at its neck. The surgeon confirmed by x-ray that the locking mechanism worked properly. He could remove broken parts along with the protection sleeve. No further information is available. Concomitant devices reported: unknown nail head elements: pfna blade (part # unknown, lot # unknown, quantity# 1), unknown guides/sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity# 1). This is report 1 of 1 for (B)(4).